Event description:
Customer reports black spots in external hose set.

Manufacturer narrative:
A cardioquip customer submitted photos of an external hose kit to epidemiology for investigation. They stated that the internal tubing of the device was free of discoloration. During the investigation, cardioquip received hpc test results for the external tubing that was outside of cardioquip specifications. Following these results, cardioquip recommended replacing the external hose kit with a new one. The device was returned to specification following the replacement of the external hose kit. Following the repair, the device is fully functional.